Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump experienced no disposable pump won't run alarm. The cassette was removed twice, and air bubbles were noted. The device was under delivered. This event occurred during infusion at the patient¿s home. There was no patient harm.

Manufacturer narrative:
D5 - operator of device was updated. D7a - single use device was updated. The suspected device was not received for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined. A good faith effort was conducted to retrieve the device from the customer.